Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, when being applied on the upper section of the stomach, after stapling process was completed, the customer observed that there were 3 single staples completely open along the sutured line. The surgeon strengthened the staple line by using a clip applier.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a staple line inside the patient cavity. A visual ins pection of the returned photo noted that malformed staples can be seen within the staple line. No device can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality re lease specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.